Event description:
Customer alleges "examination of a young woman with an aortic valve replacement who discontinued anticoagulants. Suspected valve occlusion due to depositions on the valve. Examination with 2.5 phased array and doppler as well as sw-doppler pencil probe. No abnormality discovered. Her family dr complains and asks for a second exam by a different physician with doppler experience. By means of a subsequent "tee" exam the diagnosis of the family dr can be confirmed. The valve is almost totally occluded. Immediate surgery improved the situation of the pt". Info regarding system setting's used during the initial examination is not available from physician. In-house testing has been unable to duplicate reported problem.